Manufacturer narrative:
(B)(4). The steerable guide catheter is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the dilator did not seal completely and air entered the dilator lumen. It was reported that during preparation the steerable guide catheter (sgc) dilator, the dilator valve was being closed, but a leak was observed in the sgc dilator. It seemed as though the dilator valve did not close completely, producing a leak when flushing the device. Air entered the dilator lumen. The decision was made to replace the device. There was no patient involvement. A new sgc and dilator was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and abbott vascular (av) confirmed the dilator leak was due to a missing o-ring. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history identified no other similar incidents from this lot. This incident is related to a missing dilator o-ring and is determined to be an isolated event, with no trend identified. Av will continue to trend the performance of these devices.